Event description:
The patient's arrhythmia resulted in diminished pump flow and hypotension. The arrhythmia was not considered to be device related. The patient also experienced lightheadedness and elevated troponin levels prior to being taken to the catheterization lab. A thrombectomy was performed during a left heart catheterization (lhc) using percutaneous coronary intervention, which resolved the occlusion. It was noted that prior to the event, the patient had a supratherapeutic international normalized ratio (inr) value and their anticoagulation medication had been reduced, which may have contributed to the event. An echocardiogram (echo) was also performed that showed the left ventricle was severely decreased and underfilled. Fluids were administered and the pump speed was decreased which resulted in improved left ventricle size. A computerized tomography (CT) scan of the chest was also performed that showed a small pericardial effusion and a mild pulmonary edema pattern. It was thought that the patient had a stuttering transient ischemic attack (tia) pre-operatively due to the patient's aphasia which then resulted in a left mca ischemic stroke. The arrhythmia was treated with intermittent defibrillation and an amiodarone drip; the arrhythmia ultimately resolved with treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmia, arterial non-central nervous system (cns) thromboembolism, myocardial infarction, pericardial fluid collection, and stroke as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists arrhythmia and thromboembolism as potential late postimplant complications. This section further provides information regarding the recommended anticoagulation regimen, including inr values, and the suggested anticoagulation modifications. Section 5 "surgical procedures" (under ¿preparing the ventricular apex site¿) instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Section 5 (under ¿implant procedures¿) additionally warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The relevant sections of the device history records for the (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room with ventricular fibrillation and chest pain. They received one shock. The patient had aphasia but later recovered. A head computed tomography was performed and found to be negative. The patient was taken to the catheterization lab for evaluation for a st elevation myocardial infarction (stemi). This revealed an acute myocardial infarction due to left main coronary artery occlusion/ thrombotic occlusion. They were intubated after they were returned from the catheterization lab. It was thought that the patient had a stuttering transient ischemic attack pre-operatively due to the patient's aphasia. This correlates in most people to left middle cerebral artery (mca) territory and then the resultant left mca ischemic stroke appears watershed on CT scan but this was not very diagnostic for ischemic stroke. The patient continued to have respiratory issues due to the patents chronic obstructive pulmonary disease. The patient was extubated and reintubated. They continued to have intermittent abnormal rhythms requiring medical treatment along with intermittent shocks. Neuro status continued to decline showing no movement on right side of their body. After multidisciplinary team discussions, with cardiology, palliative, neurology, and respiratory, the family chose to change to comfort measures only. The patient passed away due to ventricular fibrillation . The pump was functioning as intended. Care was withdrawn per family request. The pump was not explanted.